Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the touchscreen was intermittently delayed in responding to the customer's touch. Additionally, intermittent occlusion alarms occurred. The customer provided a blood glucose (bg) range of 151-300 mg/dl. Reportedly, the customer resolved the touchscreen issue by turning the screen off and back on, and subsequently pressing the desired button. System check with tandem technical support could not identify a root cause of the occlusion issue. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been performed and the alleged occlusion issue was verified in the pump logs; however, investigation could not be completed as an incomplete system was returned. Additionally, the touch screen issue was verified.